Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal unraveled before deployment. A new kit was opened to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the delivery device was received without the loading device. The green slide lock and the white plunger were not depressed on the delivery device. The seal was curled up inside the delivery tube, extending about 2/3 out of the tube. The last winding was cracked/unraveled. There was no evidence of blood. Based upon the received condition of the device, the reported complaint "seal was cracked/unraveled" was confirmed. Internal file number - (B)(4).